Manufacturer narrative:
Section h4 device manufacture date was unable to be determined through the investigation. There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of a touchscreen issue could not be confirmed with the returned system monitor (serial # (B)(6)). The system monitor and monitor cable was tested together with laboratory equipment. The touchscreen issue was unable to be reproduced. Performed full functional checkout, which passed all testing. Returned unit to the customer site. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Hmii power module IFU document. If the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that not all of the touchcells on the system monitor were working properly.